Event description:
It was reported that the patient had increased pain on (B)(6) 2014 that did not respond to several adjustments. The patient was reprogrammed on (B)(6) 2014 and (B)(6) 2015. A peripheral nerve block was done on (B)(6) 2015 and a caudal epidural steroid injection was done on (B)(6) 2015. The device diagnosis was a catheter occlusion. A catheter access port (cap) contrast study was done on (B)(6) 2015 and they were unable to aspirate medication. A catheter migration was also noted. The device was replaced on (B)(6) 2015. The event severity was noted to be mild (does not interfere in a significant manner with the subject¿s normal functioning level). The pump was infusing dilaudid (hydromorphone), bupivacaine, clonidine, and baclofen. The event had resolved without sequela. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow up report will be submitted when analysis becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon device return, analysis of the pump found that the pump was overinfusing. The root cause was unknown. Analysis of the catheter found that the catheter body had a user related hole.

Manufacturer narrative:
The previously reported device code (B)(4) for catheter migration was removed, as it no longer applies.

Event description:
Additional information received from the hcp reported that there were no notes regarding a migration (previously, a catheter migration was noted). Other actions noted to have taken place included reprogramming on (B)(6) 2015. No outcome was reported regarding this event. Additional information regarding drug concentration, drug dosing, and patient outcome could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.